Manufacturer narrative:
Medfusion - investigation: (B)(4). Customer reported problem: travel reverse error, check clutch message. Tamper seal removed / broken: the tamper sticker was intact. Physical condition of the device the pump was in good condition, did not notice any external damage. Results of pump event history log review: there was a travel reverse check clutch error in history. Evaluation tests or methods used to duplicate / replicate the reported problems: customer stated problem was verified during an infusion with the same infusion rate and syringe the customer had after checking history ehl. Ran a bd 10ml syringe at 18ml per hr. Reported problem duplicated / replicated: yes. What caused the reported (primary) problem: noticed the carriage nut for the position pot was loose. Who caused the reported problem: unable to determine. Did not notice any external damage to the carriage assembly. Actions / repairs done to correct the reported (primary) problem: tightened down carriage nut for the position pot to factory spec of .002". Primary f-code: (B)(4). Repair summary: pump passed case separation test per (B)(4). Performed function and delivery tests. Device passed functional / delivery tests: yes. Incoming software app: 1.5.0. Outgoing software app: 1.5.0.

Event description:
It was reported that during use of a medfusion® 4000 wireless syringe infusion pump there was a "travel reverse error - check clutch" message.